Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Drill cannot be placed/connected in drill shaft, according to the reporter this happened with several drills.

Manufacturer narrative:
The devices associated with this report were not returned. Provided photographs were inconclusive and unable to confirm the reported event. Follow up communication for product return was unsuccessful. A complaint database search finds similar reported incidents against the provided product code which were attributed to product wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.